Manufacturer narrative:
Additional info: visually confirmed driver shaft broken at tab fillets on the backside of the driver. Microscopic examination of the fracture surfaces provide evidence of fatigue on the outside portion of the shaft as the primary cause of failure followed by overload. After visual, optical and dimensional and physical examination, no evidence was found that would suggest a defect in manufacturing or processing of the instrument. With the above observations are consistent with anticipated wear.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-5. 6 years post-op the patient underwent an additional surgery to extend the construct to the sacrum. It was reported that during final tightening of the set screw the tip of the driver broke off. The tip was removed from the patient. No patient complications were reported.